Event description:
The customer reported that the spo2 parameter would show a consistent 98% saturation reading on a pt who was being monitored using an mp70 with x2 in companion mode.

Manufacturer narrative:
(B)(4). The customer reported that the spo2 parameter would show a consistent 98% saturation reading on a pt who was being monitored using an mp70 with x2 in companion mode. The pt was described as being stable for 3 days before the pt complained of not being able to breathe. The spo2 reading from the mp70 with x2 in companion mode still showed 98%. The pt was intubated after blood gas readings confirmed blood oxygen level of only 84%. Testing of the involved monitor by the local philips service person showed that the measurement of spo2 using a simulator was as expected and intended. A stand-alone spo2 monitor also verified an oxygen saturation level of 85%. This is a malfunction that has the potential to lead to an inaccurate (e.g. False high) reading for a pt with low saturation. Although the customer did not allege that the device had malfunctioned, they did say that had the real saturation readings been known earlier, they could have avoided the intervention to intubate, or could have responded soon. There was no adverse outcome. This is considered a malfunction which could result in a delay in treatment, failure to recognize a change in pt condition, and be a factor in a serious injury/death, and is therefore reportable. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.